Manufacturer narrative:
Zoom handle load cell weldment, pcb box.

Event description:
It was reported by service report that the zoom is working intermittently and the head end plastic is cracked with sharp edges. No pt involvement or adverse consequences are reported.